Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. The field service engineer (fse) recovered the failed device, cleaned the contacts on the drawer controller boards, and secured all connections. Hardware test administration was performed and tests passed successfully. Customer subsequently verified that the unit was operational. The system functioned as intended after field service engineer repaired the device.